Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported noise from turbine as soon as ventilator is turned on. Difference in volume monitoring for vte which is 150ml lower then the set volume vti. No patient involvement.